Manufacturer narrative:
A leak was found in a sodasorb canister which caused the patient to desaturate. The operative lung had to be reinflated. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
A leak was found in a sodasorb canister which caused the patient to desaturate. The operative lung had to be reinflated.